Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to damage usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was being hospitalized for an infection (not related to the pump or supplies), the customer's pump had unexpectedly shutdown. Although requested, additional information of the shutdown was not provided.